Event description:
Trinity biotech destiny machine was used for lab test. Multiple test tubes are inserted in trays; however, trays originally made for larger "european" style tubes. Manufacturer supplied inserts to be placed in trays but inserts do not provide sufficient tightness so tubes may move when inserted into machine, causing bar code reader to be unable to read identifiers on tube. If failure to read bar code, then manual input required. Manufacturer has been notified and has advised that it is aware of the problem and additional tray insert options will be available shortly.